Event description:
Customer reported with an issue of "sdi abnormal, no signal ", suspected of circuit board problem. The issue found during preparation for use for a bronchial examination procedure. The device was replaced and the intended procedure with another device and the intended procedure was completed. There was no patient harm , no user injury was reported.

Manufacturer narrative:
Device evaluation of the subject device determined the customer reported issue of serial digital interface "(sdi) abnormal , no output" was able to be confirmed. The issue was found to be due to the qb board failure (circuit board). Additionally, the screen found scratched. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, no image output was due to faulty circuit board. The cause of the phenomenon could not be identified. Olympus will continue to monitor field performance for this device.